Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
"Deformation" and "mastalgia" were additionally reported. An oral analgesic and anti-inflammatory were given as treatment.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified an extended opening and flat creases. A weight test of the explanted material was performed and it was found to be within specification. Microscopic analysis of the return device identified: extended puncture on posterior side assessed as surgical like damage. Based on the device analysis the final assessment is puncture assessed as surgical like damage. Reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture. "Deformation" and "mastalgia" were additionally reported. An oral analgesic and anti-inflammatory were given as treatment. The device has been explanted.

Event description:
The device has been explanted.